Event description:
Treating neurologist reported to device manufacturer that system diagnostics testing of a patient's device at an office visit resulted in high lead impedance reading, indicating possible device malfunction. It was reported that the patient had fallen approximately 5 days prior to the office visit, but that the patient stopped feeling device stimulation prior to the fall, ruling out damage to the device as a result of the fall as a likely cause of the high impedance test result. The device had been implanted for almost 6 years, with good device diagnostics test results reported up until two months prior to the high impedance test result. Based on device settings and near end of service indicator of no, generator battery end of life is not a likely cause of the high impedance condition. The patient underwent revision surgery, during which both the lead and generator were replaced. Explanting surgeon indicated that no obvious anomalies with the vns therapy system were noted, including any obvious breaks in the explanted lead assembly. Additionally, x-rays reviewed by explanting surgeon did not reveal any obvious anomalies in the vns therapy system.

Manufacturer narrative:
H6: device failure is suspected, but did not cause or contribute to a death or serious injury.